Manufacturer narrative:
(B)(4). The sample was not available but a lot number was provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell 5 of 6. Gts explained the message to the home patient (hp) and had him recycle the hc. Gts informed the hp to use manual bags. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up with the home patient's (hp) wife, the hp's wife said that she had no idea how air may have gotten into the line, and that it was the first time anything like that had happened. She said that they used manual bags to finish therapy and notified the nurse the following morning. They did not notice anything unusual with the supplies. The hp's wife said that everything primed okay. The hp's wife said that they resumed therapy okay and everything had been fine since. No patient injury or medical intervention was reported.